Manufacturer narrative:
Additional information was received including implant and explant dates and further information related to the second procedure.

Event description:
It was reported by patient's legal council that patient underwent left hip arthroplasty in (B)(6) 2010. Revision procedure was performed in (B)(6) 2011, for unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Implant date - (B)(6) 2010 (exact date unknown). Explant date - (B)(6) 2011 (exact date unknown). Initial reporter - unknown.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a bilateral revision procedure occurred on (B)(6) 2011 for unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.